Event description:
This lead had bad numbers and lost capture. The physician attempted to reposition the lead, but the lead had been in too long and could not be repositioned. The physician replaced this lead.